Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps ? 2120. Complaint of receiving 50% of tpa ( total parenteral nutrition ) expected volume on two consecutive evenings was confirmed as on one of the testing the accuracy was not withing the published +/-6% specification. Action as taken to replace the expulsor. Device then passed all functional testing.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 . Summary in h 10.

Manufacturer narrative:
, Corrected data: g 3 updated and corrected on aware date 2/08/2021

Event description:
Correction reports needs to be submitted. Update g 3.

Event description:
Information was received that a patient using the cadd solis vip pump to receive parenteral nutrition did not receive the total volume programmed on more than one occasion. A different set of tubing was used to resolve the issue. There were no consequences to the patient as a result of this issue.